Event description:
After checking the valve before the operation, the dr filled the saline into the valve and ventricular catheter, connected them and implanted them. The physician then inserted the peritoneal catheter under the skin and connected the peritoneal catheter to the valve, however he found bad repulsion of the pushed valve for pumping and decided to remove the valve together with the ventricular valve and peritoneal valve. The physician implanted another new valve (nl850-1330) which was kept in the hosp together with the nl850-1228 and the nl850-1380. After completion of the operation, he pushed the reservoir of the removed valve while the peritoneal connector was closed by pushing by fingers and then untouching his fingers from the reservoir. Eventually the physician confirmed that the removed valve could not return to the shape before pushing.